Event description:
Patient was brought in for dft testing due to oversensing seen the other day in clinic. After the device failed, external defib was used to successfully rescue the patient. Upon re-interrogation, an alert was observed indicating the charge was aborted due to possible output circuit damage. Lead damage was suspected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was receive. The field experience was confirmed. Analysis found insulation abrasons at 15.7, 20-21.5 and 22.5 cm from the connector end. The abrasion at 20-21.5 cm found the is-1 and rv cables exposed, and slight melting to the rv cable. The insulation abrasions found are characteristic of lead friction to the ICD can.